Manufacturer narrative:
The insulin pump had error alarm during rewind due to motor encoder out of phase. Unable to verify error alarm due to motor error alarm. Pump received with cracked battery tube threads, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was performed. The device was returned for analysis.